Event description:
Upon opening sealed packages, the pads appear to have mold on them even though they are moist with alcohol. Out of a box of 200, five pads were selected randomly and all were affected.